Event description:
It is reported that the patient is experiencing pain, blistering, inflammation and dislocation of the poly liner. A revision surgery is scheduled.

Manufacturer narrative:
It was stated the patient was scheduled for revision, but it is unknown if revision has taken place. Pictures of the swollen knee were provided which depict weeping blisters and significant swelling of the right knee joint which continues up the thigh. It is unknown if the swelling is secondary to the dislocation or possible allergic reaction or both. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Regarding allergies, metal sensitivity is a known adverse effect listed in the package insert. Compatibility of the implants was reviewed with no issues noted. A definitive root cause cannot be determined with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product problem.